Manufacturer narrative:
Concomitant medical devices: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014. Product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient was experiencing uncomfortable stimulation and overstimulation. Impedance measurements were taken and were fine between 1000 to 1100 ohms; there was one reading at 767 ohms. Therapy impedance was also fine. There were no falls or trauma reported. It was noted the patient started working out again in (B)(6) of 2015, and when they started doing that twitching/cramping started in the patient's leg when the device was on. When the implantable neurostimulator (ins) was turned off the twitching would go away. The physician took the patient for x-rays to see if the lead had shifted due to his working out, squats, and etc. It was noted the cramping happened on all four groups and programs. It was reviewed with the manufacturer's representative (rep) that the patient was already programmed with four groups and four programs in each group so another couldn't be added since they were already maxed out. The rep. Was going to adjust programs to add another group. The rep. Later reported that the cause of the cramping and twitching was not determined. The issue was not resolved but the patient was considering explant.